Manufacturer narrative:
Updated fields: d9(device available for eval), h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to confirm the reported issue because no fluid was found in the unit. The unit passed all functional and safety tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) the saline bag was ruptured over the unit. The unit was replaced with another. The affected unit was taken to the biomed shop and dried immediately. There was no patient harm reported.